Manufacturer narrative:
Updated fields - b4, d9. Device available for evaluation and return to manufacturer date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. No visual damage was observed on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. Additionally, the reported check iab catheter alarm cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character restrictions in block e1, full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy after placing an iab catheter in the catheterization lab, an iab catheter inspection alarm occurred after the patient was transferred to the ccu. Fluoroscopy confirmed that the catheter had dropped, so an attempt was made to adjust its position using a guidewire, but the position could not be adjusted and the alarm did not resolve, so the catheter was removed and a new catheter was used. There was no patient harm or injury reported.